Event description:
Eroded vaginal mesh.the patient had previously had drainage of a perineal abscess that was labeled as a bartholin's duct cyst. The posterior vaginal wall had mesh exposed just above the level of the hymenal ring. There were 2 pieces of mesh that were approximately 0.5 centimeter x 2 centimeters, each exposed in the midline and then a narrow piece that was exposed to the patient's right-hand side. In pulling on the 1 to the right-hand side and following it with a silver wire probe, it went to the area of previous drainage. The other 2 pieces seemed to be the distal arms of the mesh. The body of the mesh was in the midline and was not exposed. A rectal examination showed that the mesh was close to the rectum but not exposed and not fixed in the rectal wall. There was no evidence of any abscess formation, but the tract that went over towards the drainage site had a chronic inflammatory lining similar to what one might see with a fistulae in ano.